Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) female underwent a PICC insertion of the upper arm on june 29, 2014. When gaining access the access wire became stuck and would not remove. The radiologist pulled on the wire and it stretched and used force to remove it. Follow up scan showed that approx 3mm of the tip of the wire remained in the pt. The physician has decided not to remove the wire and has informed the pt of this.